Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70 cm. Model#: sc-4316, serial#: (B)(4), description: next generation anchor kit-sterile. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients leads were protruding from the patient's body. Skin breakage was noted. The physician confirmed there was no infection. The patient underwent an explant procedure wherein the leads were removed.